Event description:
A patient care technician submitted a product complaint form to (B)(6) product complaints and reported that on day 2 of use, the tego hemodialysis connector was noted to obstruct flow. The patient experienced hemodialysis (hd) treatment training. This obstruction resulted in abnormal arterial pressure readings and subsequent arterial pressure pausing prior to the dialysis machine. The issue initially transpired at the vascular hub line assessment connector change, new sets, and resulted in delaying the patient¿s treatment by 30 minutes. The patient¿s wife reported the syringes are hard to thread. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).